Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, and the lens tore/broke during injection/delivery into the eye. The lens was removed during the same surgery with no reported injury. The lens was exchanged for another same model/diopter lens and the problem was resolved. The reporter indicated the cause of the event was due to bad loading of the lens.

Manufacturer narrative:
(B)(4)